Event description:
Per pt tracking, this sys was removed due to infection and, to date, no new sys has been implanted. Lumax 540 hf-t, MDR 1028232-2010-00013. Linox sd 65/18, MDR 1028232-2010-00014. Corox otw-s 85-bp, MDR 1028232-2010-00016.